Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that patient show as discharged status with twice profile. A technical support specialist, opened the sql ssms and checked the patient details accordingly. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be server.

Event description:
It was reported when using the pyxis medstation es system, had issue with pre-registered patient. The customer stated that they have to create the patient profile manually to administer medications. There were no adverse events or injuries reported based on this incident.